Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 468-469 mg/dl. Suspected cause was due to a blockage within the patient line. A supply change was performed resolving the issue.